Event description:
This pt with type 1 diabetes and renal failure had missed a dose of insulin the night before. On saturday morning pt felt ill and was perspiring, a symptom that suggested hypoglycemia to them. Pt tested blood glucose with ames glucometer dex meter and obtained a reading which said: "error 52". Pt could not find an interpretation of this in manual and assumed this meant that glucose was 52 mg/dl. Pt skipped morning insulin as well and waited until noon to recheck blood glucose. Pt got the same result and called the co tech support number. Pt was told that this error message indicated that the glucose was very high. Pt came to the hosp and was found to have a plasma glucose of over 1300 mg/dl and other acute metabolic abnormalities related to acute deterioration in blood glucose control which required hospitalization. Pt quickly treated and did well, going home 2 days later.